Event description:
It was reported that the patient was initially for lead revision due to an unknown reason, however, the physician was unable to position the lead due to scar tissue. The patient underwent a lead explant procedure and the explanted leads were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event product family: scs-linear leads, upn:m365sc2218500, model: sc-2218-50 , serial: (B)(6), batch: 7116994.